Manufacturer narrative:
This is the same event as 3010536692-20106-00127.

Event description:
Allegedly, patient was revised due to mom complications (right-revision #2). Received additional information on 01/08/2016.

Manufacturer narrative:
Received additional information; updated : description of event.

Event description:
Received additional information on 2/12/2016: allegedly, the patient experienced several dislocations ((B)(6) 2010) and had to be revised due to recurrent dislocations.